Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low batt alarm due to failed batt test.

Event description:
The customer reported that his insulin pump has been going through batteries every two days. Customer's blood glucose level was not reported. The device was returned.